Event description:
Found during testing. According to the report, the customer complained that the device fails to turn on. The readiness indicator displays the ok symbol.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.